Event description:
The reported event was for an original implant of the device. There were no patient harms or allegations.

Manufacturer narrative:
Additional information was received and it was determined this event no longer meets complaint criteria.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) did not close well anymore. The aus was explanted and replaced. There were no patient complications reported.